Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A mother reported a high readings issue with her child's adc freestyle libre sensor, stating that on (B)(6) 2019 unspecified sensor values were received that were higher than unspecified built-in meter results and higher than the customer felt. The customer subsequently lost consciousness and was administered unspecified non-hcp treatment. He was then taken to the hospital, where he was diagnosed with hypoglycemia and an examination was performed, but no further medical treatment was rendered. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Device manufactured date has been updated based on returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Data was extracted from the returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). Removed the sensor plug and inspected the plug assembly, no issues were observed. The sensor was reprogrammed and the current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A mother reported a high readings issue with her child's adc freestyle libre sensor, stating that on (B)(6)2019 unspecified sensor values were received that were higher than unspecified built-in meter results and higher than the customer felt. The customer subsequently lost consciousness and was administered unspecified non-hcp treatment. He was then taken to the hospital, where he was diagnosed with hypoglycemia and an examination was performed, but no further medical treatment was rendered. There was no report of death or permanent impairment associated with this event.